Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) found out of specification (segments missing). Analysis also found the upper case, lower case, two side bail covers, and ring cover are broken. Battery release, lead flex cover, and battery drawer are contaminated. Battery contacts are compressed.

Event description:
It was reported that the external pulse generator (epg) lower liquid crystal display (lcd) was dim and not giving full display. The epg was returned for repair. No patient involvement was indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.